Event description:
It was reported that the tps sagittal saw heated up. The customer was unable to provide further information regarding pt involvement or adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.